Event description:
It was reported the device will not turn off, and sometimes it is hard to turn on. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the keyboard was out of specification, the off key was collapsed. It was also noted that the upper and lower cases and battery drawer were broken, the knobs were contaminated, the battery contacts were compressed, the ring, side bails, ring cover and side bail covers were missing, the display was missing pixels and the main printed circuit board (pcb) was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.